Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a ventilator's sound abatement foam. The patient has alleged particles in tubing/chamber, co2 level increased, seizures, nosebleed, and passing out. There was no report of medical intervention received. The device was evaluated by the manufacturer's product investigation laboratory (pil) and the customer's complaint could not be duplicated or confirmed. The pil performed visual and functional testing on this trilogy 100 and the unit functioned as designed; no operational issues found. The pil opened the unit to check for any contamination/black particles within the flow paths and there were no signs of contaminates entering the flow path from outside the device. The manufacturer concludes that no foam degradation was present.

Manufacturer narrative:
The manufacturer previously reported was being contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a ventilator's sound abatement foam. The patient has alleged particles in tubing/chamber, co2 level increased, seizures, nosebleed, and passing out. There was no report of medical intervention received. The previously reported information was incorrect. The previous submission should have reported as product problem and adverse event, both.